Event description:
3m received info that after removing the 3m universal electrosurgical plate from the pt, there was a small superficial burn under the plate. The surgery was long in duration as it was a bariatric surgery.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a f/u report will be submitted. No eval will be performed.